Manufacturer narrative:
It was claimed that nozzle unit on o2 gas module was defective. There was no patient involvement. According to the information provided by the technician, the device was checked and nozzle unit on o2 gas module was found defective and needs to be replace to resolved the issue. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: not provided corrected manufacture date: 01/31/2019.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that the nozzle unit of the ventilator's o2 gas module is need to be replaced. There was no patient involvement. Manufacturer's ref #: (B)(4).